Event description:
It was reported the patient was seen for ineffective stimulation. Diagnostic testing reveal the l1 lead was fractured and the l2 lead had high impedances. Surgical intervention occurred on (B)(6) 2025 wherein the l2 lead was explanted and replaced. The l1 lead was attempted to be explanted but began to fray, the physician elected to leave the l1 lead implanted and disconnected from the ipg, an additional lead was implanted at t12. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.